Event description:
It was reported that during setup at the user facility the knob of the device broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event that knob broke off of the awl was confirmed through the visual inspection. It was observed that the handle was broken off. During device evaluation we were unable to determine what caused the broken handle. Any physical impact to the navigated instrument, such as with a mallet or a similar tool can cause product damage.

Event description:
It was reported that during setup at the user facility the knob of the device broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.